Event description:
Rptr had a ruptured implant. She had been sick for sometime, she could not walk very much, or raise her hand. Her arm was numb and her legs kept giving out on her. She could not lift her buttocks any longer. She had lumps in her breast and "frozen sec" under her arm. Her bones were sore between her breast and down her arms.